Manufacturer narrative:
(B) (4). The device has been returned and an investigation has determined, the complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer reported receiving an inaccurately high reading on his precision xtra blood glucose meter as compared to a laboratory meter. Customer received a reading of 206 mg/dl compared to a lab reading of 94 mg/dl within a 10-minute timeframe. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.